Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted that the switch was bowed and the lock out slider block was damaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. A malfunctioning switch can be the result of several variables including: improper solder operation at the vendor location, bowed switch, improper assembly of the sealed switch to the mma board at the vendor location, and/or improper soldering during assembly. Damage to the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed, it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. The file will be closed as an assembly error with a secondary related finding of user misload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the handle was not able to recognize the reload. Sometimes it did and sometimes it did not. In order to resolve the issue, used another powered handle. There was a problem loading the reload onto the adapter. When the cartridge was loaded, it moved automatically. The surgeon did not touch any of the buttons. The status indicator lights, five white lights, handle indicator, and adapter indicator were all solid. The reload indicator light was off. The device sterilization method was autoclave. The type of cleaning was manual.